Event description:
On (B)(6) 2013, the patient contacted animas stating that the display screen was hard to see. The display screen issue reportedly has been occurring for 6 months to a year. The patient stated that she was unable to see the display screen in certain lighting. The patient reportedly changed the battery and was unable to resolve the issue. The patient denied damage to the pump or that the pump was exposed to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported due the alleged display screen issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was installed on the pump and had displayed properly.